Event description:
It was reported that pump reached end of warranty and experienced incorrect display of insulin units in cartridge that could not be repaired or updated to work with new sensor. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.